Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the connectors and hanger clip were broken. It was noted that the encoder assembly and one knob were contaminated, display wires were pinched, wire insulation was exposed, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) top connectors, (a)atrial and (v)ventricle, and the hanger clip are broken. The epg was returned for repair. There was no patient involvement.